Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The instrument is not expected by the investigation site for evaluation and the investigation is completed without identifying a root cause. The product was not received at the manufacturing site therefore, the root cause for the customer complaint issue cannot be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic forceps would not open to grab tissue in the eye. The details of the procedure and patient impact were not reported. Additional information was requested and none received till date.